Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had frozen display and cannot get the start button to work and get the insulin pump unlocked. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. Customer cannot get screen unlocked. Customer stated that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.